Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was high (per meter reading); cause was not known. Insulin injections were administered to address bg. As the event occurred in the past, recommendation was made for customer to discuss event with a healthcare provider.